Event description:
A malfunction was reported involving a momentary power loss to the vibrator motor in the customer¿s pump, indicated by malfunction code 12. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided pump reset information, but further technical assistance was expected as the customer was advised to call back for continued support. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.